Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that an incomplete bolus alert was rec'd because the customer did not complete the requested bolus. The customer's blood glucose level was impacted (elevated). During troubleshooting with tandem technical support. The customer delivered the bolus.